Event description:
The international customer reported the ventilator began alarming and the display went dark, and the unit then stopped operating. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic history noted an prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The ventilator had been previously operating on the internal battery. During evaluation of the device, the manufacturers service technician reported the device would not power on. The service technician reported observing a component failure on the power management pcb board. The service technician replaced the power management board. Applicable final testing was performed and tests passed to operating specifications.